Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2008.

Event description:
It was reported there was high right ventricular (rv) lead pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.